Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and the device passed. Temperature confirmation testing was performed and the device failed for an unrelated issue. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. Test piston foam was installed, and the device passed the accuracy confirmation testing. The cause of the rite failure was due to deteriorated piston foam and a cracked door piston. The piston foam and door piston were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.